Event description:
The facility reported a pump with that failed an accuracy test. This problem was identified during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of the failed accuracy test was confirmed during product evaluation. Inspection of the device found that this failed accuracy test was caused by a faulty pump head mechanism and therefore the pump head mechanism was replaced.